Event description:
It was reported that during a laparoscopic total hysterectomy procedure, the hand piece was broken while trying to fix the consumable. The hand piece tip is broken. A competitor¿s device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The handpiece was received with the nose cone cracked and the transducer .no functional testing could be performed due to the device returned condition. The instrument was disassembled to inspect internal components and all the internal wires were found to be disconnected. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. This caused and open circuit condition. In addition, the moisture indicator was positive. And the acoustic isolator was torn. Due to the cracked nose cone, moisture entered the hand piece mid housing. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. However no definitive conclusion could be drawn. It is possible that the ingress of moisture affected handpiece functionality and caused the reported unspecified alert screen. This was not confirmed during the analysis. Due to the device returned condition the instrument could not be tested for the reported noise issues.